Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the h10 section. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The involved device was not returned for evaluation. Therefore, the investigation was based on user facility information and evaluation of the unused samples. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was inserted into the artery, resistance was felt. The angio-seal device was withdrawn, and a kink was observed in the tip of the locator. The device was therefore not used and replaced by another angio-seal device. Subsequently, hemostasis was successfully achieved by the second device. There was no health damage to the patient. Estimated blood loss was less than 250cc's. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.